Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged blades were found due to poor cleaning or maintenance.

Event description:
Customer reported it does not work. The hose was cut. During service, technician found the motor blocked. Service records indicated that the device failed sound, temperature, and rpm testings.